Event description:
The manufacturer received information alleging the system leak test step had failed on a garbin evo device. The device was not in patient use. The device was sent to a third-party service center for evaluation. The device investigation has yet not begun. A final report will be filed once the investigation has been completed.

Manufacturer narrative:
The manufacturer received information alleging the system leak test step had failed on a garbin evo device. The device was not in patient use. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was not confirmed. The third-party service center service technician evaluated and observed no system errors in the system error log. There were no part(s) replace to address the system leak test step failing on the device. Additional findings not related to the malfunction/issue was contamination in the blower bellows seal, machine flow sensor, and one of the in-line proximal filters. The third-party service center service technician proactively replaced the following parts on the device: muffler assembly, air foam inlet filter, and particulate filter. There was damage to the rear enclosure cover. The device's blower bellow seal, machine flow sensor, in-line proximal filter, and rear enclosure case were replaced on the device. The third-party service center service technician performed a final test on the device, which passed. The device was operational.